Event description:
It was reported that the leads migrated which was confirmed with imaging and experiencing loss of stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 804285, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4).